Event description:
Event was reported to (B)(4) by an atty. The patient has suffered pelvic and vaginal pain, urinary incontinence, and continued prolapsed bladder compilations. No further info has been provided.